Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned, but a photo was provided confirming the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (b(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the actis broach will not fit on kincise broach handles. The neck seems to be damaged and is not allowing for a proper juncture to the broach handle.